Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following below instructions for use: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following due to wear of zoom lever, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has foreign objects; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has discoloration; connecting tube has a scratch; plastic distal end cover had foreign objects; plastic distal end cover had a dent; adhesive around light guide lens is peeled; adhesive around objective lens is peeled; objective lens has a scratch; upwards/downwards knob has corrosion; switch4 has a wear; switch3 has a scratch; switch2 has a scratch; switch1 has a scratch; suction cylinder is shave; adhesive on bending section cover or distal sheath rubber has white-clouded area; connecting tube has a wrinkle; sue to damage on zoom couples charging device (ccd), zoom does not work smoothly; protector of universal cord on control section side has a scratch; and universal cord has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, operation unit had air leak and bad angle. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that a foreign matter came out from the nozzle and a foreign matter was attached to the plastic distal end cover. It was not possible to identify when the foreign material has been attached to the scope. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.